Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Postoperative diagnosis indicates failed left asr total hip replacement. Revision operative report states obvious gray tissue encountered. There was little bony ingrowth on the cup. Doi: unk; dor: (B)(6) 2010 (left hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Postoperative diagnosis indicates failed left asr total hip replacement. Revision operative report states obvious gray tissue encountered. There was little bony ingrowth on the cup. Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, disability and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt contacted depuy as a result of the (B)(4) to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised. Postoperative diagnosis indicates failed left asr total hip replacement. Revision operative report states obvious gray tissue encountered. There was little bony ingrowth on the cup.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, disability and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.